Event description:
It was reported that the asymptomatic, pulse generator dependent patient exhibited high threshold on the right ventricular lead. All other measurements on the lead were normal. The lead was capped and replaced during a normal generator replacement procedure. The patient remained stable after the procedure.